Event description:
A 2.5 mm x 15 mm nc sprinter rx dilatation balloon catheter was inserted for pre-dilatation of a left circumflex lesion. The lesion morphology was reported as calcified. It was reported that the physician performed study prior to inserting the nc sprinter catheter. As the nc sprinter is being advanced; the physician met with some difficulty. It was noted that the delivery system broke in half, the device was successfully removed. An nc balloon from another manufacturer was used successfully. It was reported that the device was inspected prior to use and no abnormalities were noted. No clinical sequelae were reported and there was no injury to the patient.